Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that right atrial (ra) lead exhibited oversensing of artifact, and far field r-waves noted on episode electrograms (egm.) This appears to affect mode switch operation, atrial pacing, and detection/termination of atrial tachycardia/atrial fibrillation (at/af) episode. The ra lead remains in use. No patient complications have been reported as a result of this event.